Event description:
Pt's entire system was removed from service due to a heart transplant. The dist's reliability lab found during initial anaylsis the co leads show insulation abrasion. There was no complaint against these devices.